Event description:
The svc report shows that while performing svc on the unit, the hosp svc tech noted the lack of ac power loss alarm. The mallinckrodt customer support engineer found that a component on the mother board "pcb" was damaged. This damage was likely induced during the svc. Replacement of the mother board "pcb" corrected the absent power loss alarm. The unit passed extended self testing. Other alarm functions were reported to be within expected parameters. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.